Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed alarm and the device shuts down. Maintenance is required, and the screen display disappears when the monitor is closed or a button on the touch screen is pressed. There was no adverse effects on patients.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields:b4, d1 (brand name), d4 (UDI#), d8, g1 (contact person ¿ mfg site), g3, g6, h2, h3 (device evaluated by mfg), h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: g4, h6 (health effect ¿ impact codes). A getinge field service engineer (fse) sent the fault log, but error codes #78, #79, and #80 were recorded repeatedly, and then error codes #136 and #115 were recorded at the same time and the computer shut down. When fse restarted the power, the message "maintenance required" was displayed, and when closed the monitor screen or pressed the touch screen, the monitor screen and touch screen went black. At this time, the power remained on, and the computer did not shut down. The work has not yet been completed. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.